Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would not "fully power on" during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3 and h10: the device malfunction 'screen flashing' is unlikely that this issue would cause or contribute to a potential death or serious injury. The pump has configurable levels of backlight which represent a ¿risk free¿ operating window. If the backlight was on, it would be at one of these verified levels which would not cause harm. The backlight not turning off may be an annoyance, but it would not affect the functionality of the device. The device malfunction 'would not fully power on' may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury.